Manufacturer narrative:
H6: medical device problem code: removed code 2993. An event of patient-device incompatibility (pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 27 september 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administered. The patient's left atrial appendage had chicken wing anatomy. The device was implanted without any recaptures. Protamine was administered at the end of procedure. On 01 october 2024, a pericardial effusion was noted. A pericardiocentesis was performed. The physician believed that the amulet occluder was the cause of the pericardial effusion. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. 4 day later on an unknown date, the patient had a pericardial effusion. A pericardiocentesis was performed. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.